Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) alerted for right ventricular automatic threshold detected as > programmed amplitude or suspended due to intrinsic beats. The ventricular capture was unable to confirmed at the programmed output 3.5v (volts) at 0.4ms (milliseconds) due to absence of ventricular paced beats. Further consideration was recommended to perform an in-clinic manual and auto threshold assessment with a fixed output, not a trend or auto if the right ventricular automatic threshold (rvat) test is unable to obtain successful measurements. This alert will not retrigger until the device is interrogated with a programmer. It was noted, all other lead parameters were satisfactory. The device and lead remain in service. No adverse patient effects were reported. It was reported that the most recent right atrial automatic threshold (raat) test showed a possible loss of capture (loc) on the right ventricular (rv) lead. It was noted a gradual trend of ventricular intrinsic amplitude and pacing impedance since implant observed. The rv lead pacing impedance still within range at approximately 408 ohms. Further review of the rv lead recommended. This alert will not retrigger until the device is interrogated with a programmer. The battery longevity is satisfactory. The device and lead remain in service. No adverse patient effects were reported. Received additional information the rv lead intrinsic amplitude is out of range, the value was not available on the transmission. The presenting electrogram (egm) shows appropriate sensing, with the ventricular sensitivity currently programmed automatic gain control (agc) 0.6mv (millivolts). It was noted the stored right ventricular automatic threshold (rvat) test showed threshold measurements at 5v (volts) with trend showing frequent thresholds at 5v and unable to complete the testing. The alert was not triggered due to the device was not interrogated with a programmer since last rvat alert. Further review of the rv lead was recommended. The device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) alerted for right ventricular automatic threshold detected as > programmed amplitude or suspended due to intrinsic beats. The ventricular capture was unable to confirmed at the programmed output 3.5v (volts) at 0.4ms (milliseconds) due to absence of ventricular paced beats. Further consideration was recommended to perform an in-clinic manual and auto threshold assessment with a fixed output, not a trend or auto if the right ventricular automatic threshold (rvat) test is unable to obtain successful measurements. This alert will not retrigger until the device is interrogated with a programmer. It was noted; all other lead parameters were satisfactory. The device and lead remain in service. No adverse patient effects were reported. It was reported that the most recent right atrial automatic threshold (raat) test showed a possible loss of capture (loc) on the right ventricular (rv) lead. It was noted a gradual trend of ventricular intrinsic amplitude and pacing impedance since implant observed. The rv lead pacing impedance still within range at approximately 408 ohms. Further review of the rv lead recommended. This alert will not retrigger until the device is interrogated with a programmer. The battery longevity is satisfactory. The device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) alerted for right ventricular automatic threshold detected as > programmed amplitude or suspended due to intrinsic beats. The ventricular capture was unable to confirmed at the programmed output 3.5v (volts) at 0.4ms (milliseconds) due to absence of ventricular paced beats. Further consideration was recommended to perform an in-clinic manual and auto threshold assessment with a fixed output, not a trend or auto if the right ventricular automatic threshold (rvat) test is unable to obtain successful measurements. This alert will not retrigger until the device is interrogated with a programmer. It was noted; all other lead parameters were satisfactory. The device and lead remain in service. No adverse patient effects were reported.